Event description:
It was reported that post implant procedure during the night patient experienced bradycardia. The device was programmed to voo pacing at 90 ppm and the functional left ventricular lead was used to provide pacing support. Next morning device interrogation revealed loss of capture on both right ventricular and right atrial leads. The right ventricular lead was moved to the right atrium and the existing atrial lead was explanted. The patient¿s condition was stable during and post procedure. The patient was asymptomatic during post-operative check on (B)(6), 2017.